Manufacturer narrative:
UDI number: (B)(4).

Event description:
During follow-up, high voltage lead impedance was increased. An x-ray examination was performed and no lead issue was seen. The lead was explanted and replaced. The patient is stable and was enrolled in home monitoring.

Manufacturer narrative:
Complete lead was returned in two pieces for analysis. Complete x-ray examination of the lead body did not find any conductor fractures. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.